Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm determined that multiple helium leaks were found in the cart as well as the console. To fix the issue the stm replaced the fill assembly and tubing assemblies. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient involvement or adverse event was reported.